Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the surgeon would not provide any additional information. The surgeon does his distal anastomosis using only 2 firings to resect and anastomose (#1 to do side to side, #2 to resect/close common opening). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that in passing, the surgeon stated that a patient had a post op leak at the anastomosis. The patient was brought back to surgery for a reoperation. No further details are available. The device was discarded.